Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a patient had hypotension and a citrate reaction. The patient was given 3 gm ivpb 100 mls ns calcuim symptoms started mid treatment. The patient was given a bolus of normal saline 100 mls. The customers dr. Was notified and it was stated that the saline is part of the standing orders. The patient identifier is unknown at this time. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported a patient had hypotension and a citrate reaction. The patient was given 3 gm ivpb 100 mls ns calcuim symptoms started mid treatment. The patient was given a bolus of normal saline 100 mls. The customers dr. Was notified and it was stated that the saline is part of the standing orders. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The operator wanted the machine ac pump checked out because the patient had a citrate reaction. The heat sealer has frayed lines. The symptoms started mid treatment. The patient had no history of hypotension but he had hypotension during the procedure. The operator changed the ac ratio to 15:1. His blood pressure before the procedure was 158/89 and the post values were unknown. The patient received 3 gm calcium by intravenous piggyback (ivpb) in 100 mls normal saline (ns). The normal saline was part of the standing order. The doctor was notified. The device serial number history report indicates no further related issues have been reported for this device. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The operator wanted the machine ac pump checked out because the patient had a citrate reaction. The heat sealer has frayed lines. The symptoms started mid treatment. The patient had no history of hypotension but he had hypotension during the procedure. The operator changed the ac ratio to 15:1. His blood pressure before the procedure was 158/89 and the post values were unknown. The patient received 3 gm calcium by intravenous piggyback (ivpb) in 100 mls normal saline (ns). The normal saline was part of the standing order. The doctor was notified. The device serial number history report indicates no further related issues have been reported for this device. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Root cause: a root cause assessment was performed for the reported citrate reactions. These reactions occur due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedure and are influenced by patient physiology, the rate of ac infusion, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate. A root cause assessment was performed for the hypotension. Based on the available information a definitive root cause could not be determined. Hypotension are common side effects of therapeutic apheresis procedures. They are typically caused by the patient's disease state, the rate of ac infusion, the length of the procedure, the patient's sensitivity to the procedure and/or the hemodynamic stress of the procedure. A root cause assessment was performed for the reported the heat sealer frayed lines. The root cause was to a defective component.

Event description:
The customer reported a patient had hypotension and a citrate reaction. The patient was given 3 gm ivpb 100 mls ns calcuim symptoms started mid treatment. The patient was given a bolus of normal saline 100 mls. The customers dr. Was notified and it was stated that the saline is part of the standing orders. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.